Manufacturer narrative:
There were no known complaints against the returned paddle lead. Visual inspection of the lead found it was cut as a result of the explant procedure. Microscopic inspection of the paddle section found four broken wires. The terminal end of the lead found no opens when continuity was checked; setscrew engagement marks indicated that the lead was secured.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Patient weight is unknown.

Event description:
Related manufacturer reference numbers: 1627487-2021-14975, 1627487-2021-15894. It was reported that the patient's ipg and leads were explanted on (B)(6) 2021 for an unknown reason.